Event description:
A pump declared an altitude alarm, but the customer declined to provide their blood glucose level at the time. Technical support provided preventative tips for altitude alarms, and the customer resolved the issue by replacing the cartridge. The pump resumed normal operation following these actions.